Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial:(B)(6). Batch: 7124273.

Event description:
It was reported that during the spinal cord stimulation (scs) implantation procedure the patient started to vomit, and the physician removed both leads so the anesthesia team could intubate the patient. Once the patient was stable the procedure was completed successfully. The patient was doing well post-operatively. The removed leads were retained by the facility and were not returned to bsc.